Manufacturer narrative:
H3. Analysis of communicator found the power button does not respond, damaged usb port. Power button issue and corroded battery charging circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's communicator was "not charging." The battery indicator light was orange and would "not go to a green light." Patient stated when they try to connect to the personal therapy manager (ptm) they would get "no pump found." An email was sent to the repair department to replace the device.